Event description:
It was reported that the patient presented to the clinic after receiving a remote monitoring notification for low out-of-range impedance measurement. After conducting in-clinic tests, showed an increase in the capture threshold on the right ventricular (rv) lead. An x-ray was performed and no visible abnormalities were seen. There were no adverse health consequences, the patient was stable. The patient will be monitored remotely.